Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) at the facility and he said that they have a lot of old beds with this same rail and they need caps for about 50 beds to do the proper maintenance on them. Customer alleged the end cap on the rails are off.